Manufacturer narrative:
Additional info: event description.

Event description:
On (B)(6) 2017 dr (B)(6) was concerned with mr (B)(6) level of pain. Films indicated some cloudy radiodense material to the ankle. Surgeon was monitoring for infection. 2 days later mr (B)(6) was still in a lot of pain. Films found fluffy radiodense areas to the ankle joint are worse and more apparent. Several radio opaque areas to the lateral and anterior ankle but none to the medial ankle. Surgeon was concerned about the cement leaking out of original position which could destroy the joint or soft tissue structures. It was decided to rescope the area. During the procedure it was noticed that the prodense had not appeared to harden or solidfy, it was still powdery. No density to the product. They worked for approximately 90 minutes to remove the prodense. Patient came back the following week for an additional irrigation of the ankle. Approximately 90-95% of the product was removed. 2ml of arthrex calcium phosphate was implanted. MRI findings from (B)(6) 2017 found advanced degenerative findings at the subtalar joint and tibiotalar joint. Associated adjacent bone marrow edema. Progressed since prior study. Patient still has constant and considerable pain from the irritant and subsequent cartilage loss which causes job performance issues as a plumber. His leg has atrophied and he has considerable loss of quality of life.

Event description:
Medical records were provided and reviewed. The male patient was 48 years old at the time of implant with a history of osteoarthritis. Per the information provided, a MRI of the right ankle without contrast was taken (B)(6) 2017 but was not provided for review; however, the interpretation of images was provided. Per the interpretation the surgeon's impression found, "there is abnormal morphology/obliquity of the posterior subtalar joint of the right ankle that is likely congenital rather than posttraumatic. There is no evidence of coalition. The anatomy of the right posterior subtalar joint has contributed to the development of osteoarthritis along the lateral margin of the posterior subtalar joint. There is also cartilage thinning involving the medial subtalar joint as well. There is evidence of previous surgery along the lateral aspect of the ankle joint." Medical records provided indicated that the patient presented on (B)(6) 2017 with a preoperative diagnosis of synovitis and talar cyst of the right ankle and underwent a right ankle arthroscopy with synovectomy and repair of subchondral talar cyst in the right ankle in which pro-dense was used. Medical records provided did not indicate the mixing technique that was utilized. However, it did mention that approximately 6ml of graft was implanted. Medical records provided indicated that the patient returned on (B)(6) 2017 with preoperative diagnoses of foreign bodies in the ankle/subtalar joint, and possible posterior compartment of the right ankle and underwent ankle arthrotomy, subtalar joint arthrotomy, and right ankle arthroscopy. The postoperative diagnosis included: multiple loose bodies to the right ankle; multiple loose bodies to the lateral malleolus, right ankle; no loose bodies to the subtalar joint, right ankle; and extensive loose bodies to the posterior compartment of the right ankle. It was noted by the surgeon, "none of the pro-dense appears to have hardened or solidified. It is all very powdery." Arthroscopic images, taken on (B)(6) 2017, were provided and appear to confirm this finding. Medical records provided indicated that the patient returned on (B)(6) 2017 with a preoperative diagnosis of degenerative joint disease, right ankle, with retained foreign body and cyst of the talus and underwent a right ankle arthroscopy, right ankle removal of the foreign body, and right ankle curettage and then packing of the bone cyst. The surgeon noted, "there were still significant amounts of the pro-dense that was found within the ankle joint." According to the medical record notes, the surgeon was able to remove most of it, and arthroscopic images provided from the surgery appear to confirm this assessment. The medical records also noted that after removal of the pro-dense was completed approximately 2ml of arthrex calcium phosphate was injected into the area. Finally, the surgeon noted there were no signs of an infection present at any of the follow-up visits. Medical records provided indicated that on (B)(6) 2017, x-rays were taken and the surgeon found good alignment and no signs of further collapse of the joint. Finally in the information provided, an MRI of the right ankle was taken (B)(6) 2017 but was not provided for review; however the interpretation of the images was provided. Per the interpretation the surgeon's impression found, "advanced degenerative findings at the subtalar joint and tibiotalar joint; associated adjacent bone marrow edema, progressed since the prior study."

Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the patient underwent surgery in which 4 ccs of a bone graft was used to fill a bone void. Approximately one week post-op the surgeon scoped the ankle during follow up. It was found that the bone graft was present but not solid. One week later the surgeon underwent a surgery to flush out the joint. No additional information is available at this time.